Event description:
The patient reported, being diagnosed with side unspecified non breast cancer. This record is for the left side. Follow up findings reveal, the event of cancer is not device related. Physician later reported, rupture. Found during explant surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: cancer-ndr: unable to observe as it is not related to the device. Rupture: observed opening assessed as fold flaw opening. Additional observations: observed stress marks on the device assessed as non-penetrating nick. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
The patient reported being diagnosed with side unspecified non breast cancer. This record is for the left side. Follow up findings reveal the event of cancer is not device related. Physician later reported rupture found during explant surgery.